Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during an anterior repair procedure. According to the complainant, the needle of the suture detached on the second throw through the ligament on the patient's right side. This occurred during placement of the first mesh leg, while the physician was pulling the suture with the capio device. The needle was found in the cage of the capio device with some amount of suture remaining. It was reported that there was no excessive resistance felt when pulling the suture through the tissue and that there was no dilator bunching. The physician completed the procedure with another uphold system and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4) for the reported event of "suture broke."

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during an anterior repair procedure. According to the complainant, the needle of the suture detached on the second throw through the ligament on the patient's right side. This occurred during placement of the first mesh leg, while the physician was pulling the suture with the capio device. The needle was found in the cage of the capio device with some amount of suture remaining. It was reported that there was no excessive resistance felt when pulling the suture through the tissue and that there was no dilator bunching. The physician completed the procedure with another uphold system and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The response to an FDA request letter for this medwatch is attached.